Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition. No patient involvement reported.

Manufacturer narrative:
(B)(6) on 12/12/2016: device evaluation & repair: the bench repair technician was unable to duplicate the reported problem. On 3/16/2017 additional information: the proximal pressure sensor u6 on the da board of the customer returned v60 ventilator had an offset of about 0.7 cm h2o which led to failing the pressure accuracy test at the 1 cm h2o test point. Replacing u6 resolved the problem.